Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a broken pumphead door. The pumphead door was replaced. A service history review has been performed and the device has not been previously serviced for the reported condition. (B)(4). However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a flogard in which there was a false occlusion alarm that occurred. The event occurred in pediatrics during power on. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.